Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to the third-party service center and there is no visible foam particle found during the evaluation. The patient is alleging asthma (new or worsening) and congestive heart failure. In addition, allegations of eye irritation and nose irritation were also reported. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.